Manufacturer narrative:
Findings: unit received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 186 mg/dl. The customer reported that the esc and the act buttons are not really clicking and they are hard to press. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.